Event description:
Reporter alleged the customer began feeling hypoglycemic symptoms when he attempted to test her on the aviva system but couldn't as the system did not have power. Reporter stated that he treated her with a glucose injection, as he is normally the one to administer her treatment. Reporter stated he called for the emts, and they obtained an unknown low result before also treating her with a glucose injection and taking her to the hospital where she was admitted. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Reporter alleged the customer began feeling hypoglycemic symptoms when he attempted to test her on the aviva system, but couldn't, as the system did not have power. Reporter stated that he treated her with a glucose injection, as he is normally the one to administer her treatment. Reporter stated he called for the emts and they obtained an unk low result before also treating her with a glucose injection and taking her to the hospital where she was admitted. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.